Manufacturer narrative:
Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined. The exposed portion of the soft cannula was observed to bent, however, the timing and cause of the damage could not be determined. During the investigation, the bend did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed.

Event description:
It was reported the patients blood glucose level rose to 380 mg/dl while wearing the pod between 24 and 36 hours. As treatment, patient gave manual injections using an insulin pen.